Event description:
It was found during baxter's testing that a pump was alarming for an downstream occlusion. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.